Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was feeling paresthesia in the wrong location. The patient normally had paresthesia in their right buttock and leg but after a fall on (B)(6) 2015 they were feeling stimulation in their ribs and back. The change in paresthesia was sudden. Historical x-rays were sent to the patient's doctor to compare. Any programming changes caused rib and upper back pain. The patient was sent for x-rays.

Event description:
Additional information received from the manufacturer representative received reported that when the device was checked in (B)(6) 2015 the impedances were within normal limits and they were able to get all 8 coupling bars when recharging. The patient had been getting good coverage prior to the fall.